Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker provided the customer with a repair quote; however, the customer did not respond. The device was not evaluated and no repairs were made. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was returned to stryker. A stryker service representative evaluated the customer's device and was able to verify and duplicate the reported issue. The stryker technician replaced the power source (p/s) pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.